Manufacturer narrative:
On 30th sep 2024, the user reported that the cgm system showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed that the sensor readings were noisy, with a few calibrations rejected. An RMA was issued for a sensor replacement. The sensor was returned for further investigation, and upon receipt, a visual inspection showed a portion of hydrogel was observed to be missing over the sensor's optics and the back of the sensor.this missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint and functional testing on the sensor sn 423043 was inconclusive due to the missing hydrogel over the optics.a review of the dms data showed that the reference channels was noisy at the time of the event. The potential root cause for such a failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 27 december 2024. G3.date received by the manufacturer? 27 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.